Manufacturer narrative:
Customer returned meter. An investigation is in process. A follow-up report will be filed once the investigation results are available.

Event description:
Customer reported that she had a problem with her precision xtra blood glucose meter which would not turn on when the button was pressed, nor when a strip was inserted in the port. The customer experienced the following symptoms: sweating, vomiting, and dizziness. The paramedics were called and the customer was taken to the hospital where she was diagnosed with hypoglycemia. The course of treatment at the hospital is unknown.